Manufacturer narrative:
The recipient was reimplanted with another cochlear device.

Event description:
The recipient reportedly experienced electrode extrusion. The recipient's device was explanted. The recipient was not reimplanted. The recipient is doing fine.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was damaged near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.